Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective keypads that resulted in the devices not turning on. Two of the faulty keypads were lvp (8100) - s/n (B)(4), and one of the faulty keypads was a pcu (8015) - s/n (B)(4). There was no patient harm. The issues were noted prior to patient use.

Event description:
It was reported that there were defective keypads that resulted in the devices not turning on. Two of the faulty keypads were lvp (8100) - s/n (B)(6), and one of the faulty keypads was a pcu (8015) - s/n (B)(6). There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The reported issue of unresponsive pcu and lvp keypads are confirmed based on the field actions. The root cause has been determined to be an electrical failure ¿ design. The device history record (DHR) reviews are not required for field action complaints because the root cause of the issues are known, the investigation is documented within a capas, and field actions has been initiated.